Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. A comprehensive leakage check was carried out as part of the investigation, the bending section was leaking. Additionally, there was evidence of image interference and the up angle was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information was provided by the user facility.

Event description:
The customer reported to olympus that the bronchofibervideoscope had a blank screen when powered on. The issue occurred during routine maintenance and there was no patient harm or procedural involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.